Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. During revision, the helix of the rv lead failed to extend or retract. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were inadequate capture and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis with the helix retracted and clogged with blood and tissue. X-ray examination of the lead noted the inner coil was over-torqued at the connector region. After cutting, cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured and it was within product specification. The cause of the reported event of a helix mechanism issue was due to blood and tissue in the helix housing and the over-torque of the inner coil consistent with procedural damage. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.